Manufacturer narrative:
The patient had mesh removal surgeries on (B)(6) 2009, (B)(6) 2010, and (B)(6) 2011 due to mesh erosion.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. There are two possible devices involved in the event as follows: prolift pelvic floor repair. Gynecare tvt obturator.

Event description:
It was reported that a patient underwent a pelvic floor repair and a sling procedure on (B)(6) 2009 and mesh was used. The patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided.

Manufacturer narrative:
It was reported that the patient underwent excision of posterior perineal mass and a total vaginal hysterectomy performed on 05/23/2007 due to uterine prolapse.